Event description:
It was reported that during a laparoscopic esophagectomy procedure, the cartridge came off before the 1st firing after the device was inserted into the patient via a trocar. The 2nd cartridge was loaded into the same device, and then the 2nd cartridge came off and the cartridge pan was detached. A competitive device was used to complete the case. There were no adverse consequences to the patient. According to the sales rep who attended the operation, cartridges had been loaded properly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that the pse60a device was received in good visual condition and with ten ecr60b cartridge reloads present. Cartridge (b) was received unfired and with the pan partially detached and bent at proximal end. Additionally the cartridge deck, and body were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Furthermore, cartridge (c, d) were received unfired and in good visual condition. Cartridge (e, f, g, h, I, j, k) ecr60b were received unfired and inside their sterile package. The device was tested for functionality in the straight position with a test cartridge reload and returned cartridge reload (e) and it achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. The cartridge reloads used during testing were loaded into the device without difficulties and did not fall out during the visual and functional testing. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The batch record was reviewed and no anomalies were noted during the manufacturing process.